Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not fire and staples malformed after firing. During the endoscopic lobectomy, could not fire on the 1st firing with (B)(4). Changed another new reload, after fired, the staples malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5656n. Device evaluation: the analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.